Event description:
The electrocardiogram diagnosis computer interpreted an electrocardiogram as "sinus tachycardia with premature atrial complexes", when the rhythm was actually atrial tachycardia with two to one block. The treatments and morbidity of these two rhythm entities are different. Often, the over reading doctor does not alter the interpretation of the electrocardiogram device allowing the pt to be carried and treated for an incorrect diagnosis.